Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 51 days (30may2022 to 21jul2022 per the timestamp). A no external power alarm activated on 03jun2022 at 09:31 due to the rsoc and bus voltage diminishing to ~4.4v with a loss of ac power on a mobile power unit. The backup battery was able to provide power to the pump at the set speed limit during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured that the mobile power unit either lost power or was unplugged on (B)(6) 2022. From (B)(6) 2022 to (B)(6) 2022 it showed that the power and flow spiked up and then returned to baseline.